Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the small caps (red, yellow, green) on the roller pump and sensor pads fell off. The device was not changed out. The user reported, the surgical procedure was completed successfully, and there were no reported adverse consequences to the pt as a result of this event.